Event description:
It was reported that after implanting hydroset, while suturing up, the hydroset was crumbling away and had to be removed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed because the complained device was not returned. The investigation conducted are based on the test of the retain samples and the reviews of the batch manufacturing records (bmr). The devices are manufactured in limerick ((B)(4)). So the complaint information was forwarded to the manufacturing facility. Both retain sample tests of each final lot ic01826 were tested using the injectability test. All tests were passed. The reviews of the bmr were completed and no discrepancies were recorded. It has been confirmed that the products and their components (liquid and powder components) were manufactured per validated conditions. The IFU states that hydroset will not set until 4.5 -8.5mins after the start of mixing, which is the total elapsed time and is dependant on many factors: product temperature, defect temperature, concentrations, particle size, purity of phase being some of many. That is why there is a range of set time as it is not possible to implant in the same anatomical location under the same conditions every time. Additionally, it is stated as a note: ¿hydroset® is a temperature sensitive product with ideal product and operating room temperatures being in the range of 64.4¿71.6 °f (18¿22 °c).¿ product use below this temperature range will result in a runnier paste consistency and during injection could cause liquid to powder separation. Product use above this temperature range will result in a stiffer paste with reduced working and injectability time. Based on the investigation and statistical evaluation there is no indication for any systematic design, material or manufacturing related issue.

Event description:
It was reported that after implanting hydroset, while suturing up, the hydroset was crumbling away and had to be removed.